Event description:
A remstar auto a-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles or degradation. In addition, the device had dust/dirt contamination, damaged lcd screen, pca replacement required, destroyed power connector and displayed error code(s) e065 (error stuck encoder a), e066 (stuck encoder b) and e055 (therapy queue full). The device was scrapped by the service center after the evaluation was completed.